Manufacturer narrative:
(B)(4). Correction: the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the difficulties appear to be related to the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the heavily tortuous, heavily calcified proximal left main coronary artery. A 4.00 x 8 mm xience xpedition stent delivery system (sds) was selected for the procedure. Though no resistance was felt during removal of the mandrel/sheath it was reported that force was applied. The sds was advanced with resistance to the lesion and at some point the stent implant became dislodged from the sds. One attempt was made with a snare device to retrieve the stent implant; however the stent implant could not be retrieved. The stent was implanted in different location. An unspecified stent implant was used to successfully complete the procedure. A significant delay in the procedure was reported. No additional information was provided.